Event description:
It was reported that the patient was seeing a power on reset (por) and call your doctor message on their recharger. The issue began on the day of the report. The patient¿s battery was 50% full and the third quartile was charging. The patient was not able to adjust their stimulation. The patient was unable to communicate with their programmer. The issue started about a month prior to the report. The patient hadn¿t been able to sync with their device very often anymore. The patient was also having pain issues. When the patient first got their implants they would get someone to do reprogramming every few months and that would help. The patient used their antenna and was placing it directly over the skin on the implant. The patient was only getting a poor communication screen. There had been no falls or trauma. The patient was able to connect without their antenna. The patient saw a clock. After they imputed the time they were able to connect and turn their therapy on. The patient had two implants and was having trouble charging one of the implants. The programmer antenna was damaged. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 37712, serial# (B)(4), implanted: 2010 (B)(6); product type implantable neurostimulator product ID 39565-65, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2010 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 355029, lot# b0767864, implanted: 2009 (B)(6), explanted: 2010 (B)(6); product type accessory product ID 3708140, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 3708140, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 39286-65, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID neu_unknown_ext, serial# unknown, implanted: 2009 (B)(6); product type extension product ID 37092, serial# unknown; product type accessory product ID 37092, serial# unknown; product type accessory. (B)(4).